Event description:
Information received by medtronic indicated that the stopcock become detached from the side port tubing. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. An internal CAPA has been initiated to investigate the reported issue. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.